Event description:
Reportedly, in 2002, surgeon performed laparoscopic surgery on pt to remove uterine fibroids. At some point in the surgery, a section of the uterus was being closed with the laparoscopic suturing device. While closing, the needle of the suturing device broke off into the uterus and could not be retrieved. Surgeon then performed and exploratory laparotomy to retrieve the needle, which was ultimately located and removed.